Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head displayed a "blurry image. The picture could not be seen at all while in use, almost like there was moisture on the inside of the lens". The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted for additional information regarding legal manufacturer's final investigation results. The device was returned to olympus for evaluation and the customer's allegation was confirmed due to insufficient reprocessing. The device evaluation found failed leak test and hole in the cable based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure (the hole in the cable), which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "do not pour water on the connection between the endoscope and the camera head. If the connection is wet, wipe the cover glass of the endoscope and camera head with sterile lint-free cloths. Otherwise, moisture may cause fog on the endoscopic image". Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head displayed a "blurry image. The picture could not be seen at all while in use, almost like there was moisture on the inside of the lens". The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.